Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that before procedure, vasoview hemopro 2 btt was not working, occlusion message on insufflation machine. There was no change in settings that resolved this issue. Troubleshooting involved opening the accessory kit which then functioned correctly. Same device was used to complete the procedure. There was no patient harm. There was no delay.

Manufacturer narrative:
Trackwise -(B)(4). Updated section - b4, g3, g6, h2, h6, h11. The lot # 3000458380 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.